Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient has experienced hyperglycemia of up to 340 mg/dl for 1.5 weeks, and she believes the insulin delivery of the infusion device is too low. Her blood glucose was 93 mg/dl on (B)(6) 2014 at 6:00 p.m., and she ate "2 be" and delivered 3 i.u. Of insulin via the infusion device. Her blood glucose was 213 mg/dl at 10:30 p.m., and she delivered 1.0 i.u. Via the infusion device. She changed the accessories and delivered 1.3 i.u. Via the infusion device on (B)(6) 2014 at 3:30 a.m. Her blood glucose was 100 mg/dl at 7:30 a.m., and she ate "2 be" and delivered 3.0 i.u. Via the infusion device. Her blood glucose was 270 mg/dl at 10:00 a.m., and she delivered 2.9 i.u. Via the infusion device and increased her basal rates to 170% for 4 hours. Her blood glucose was 216 mg/dl at 10:30 a.m., 242 mg/dl at 11:00 a.m., and 169 mg/dl at 12:30 p.m. The infusion device was requested for evaluation.